Event description:
First level investigational unit found that during the start-up sequence/self-test, the pump did not vibrate during the vibration test. No adverse event reported. Product has been returned